Manufacturer narrative:
(B)(4).

Event description:
It was reported that few weeks after device replacement procedure, a continuous increase in pacing lead impedance was observed. There was also an increase in capture threshold. Lead was capped and replaced on (B)(6) 2016 without any complications. Patient's condition was stable post-procedure.